Event description:
The following was reported to hamilton medical ag: during the first installation of the ventilator, the device was connected to the power supply and a second battery was added. In the course of the power-up sequence, visible smoke was observed emanating from the battery compartment, accompanied by a noticeable burning odor. In response, the unit was powered down, the ac power was disconnected, and the batteries were removed from the unit. No patient involvement as the event happened prior to any kind of clinical use. The device must be verified and investigated by the manufacturer to confirm the received allegations.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: the following was reported by the customer: plugged vent in to turn it on for install, added second battery. When powering vent up there was visible smoke coming out of the battery compartment. As well as a smell of something burning, proceeded to turn off the unit, disconnect ac power, and remove batteries from the unit. No parts were returned to hamilton medical ag, neither device logs or picture were provided with this complaint. There was no patient involvement as it occurred during the first installation of the device. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.